Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The patient reported to animas that the pump was not recording the bolus amount and cancelled bolus amount in the pump's history. She claimed that her blood glucose ranged from 244 to over 500 mg/dl but denied spilling ketones and she reportedly did not have symptoms of shortness of breath, cramps, or chest pain. It is unknown how the patient treated her elevated blood glucose levels. The patient stated that her hba1c was 6.0 and now it is 9 point something. The patient stated that the pump settings were correct. The animas representative had the patient give an air bolus and it was successful and it recorded the bolus in the pump's history. The pump was replaced even through the animas representative did not find any indication that the pump was not working properly. This complaint is being reported because the patient allegedly developed a blood glucose level over 500 mg/dl after the reported issue began.